Event description:
It was reported that during treatment of a fibrous lesion in the right proximal/mid superficial femoral artery with a nanocross elite pta balloon, there was a one-hour delay in surgery due to a detached balloon at the target lesion. Artery diameter reported as 6mm. A 6fr non-medtronic sheath was used. A non-medtronic inflation device was used with 50/50 contrast fluid for balloon inflation. The device was passed through a previously deployed 6mm protege everflex stent. No resistance was encountered when advancing the device. The vessel was post-dilated. The detached balloon was snared and removed. The procedure was completed using a new medtronic device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.